Event description:
Pt underwent, on (B)(6) 2011, a reverse shoulder arthroplasty procedure. When surgeon went to implant humeral tray, when trying to place implant, the ringloc prevented the implant from seating correctly. Another tray was utilized. The surgeon reported that there was not a concern if this had been implanted, but instead if removal required, the plastic would need to be removed. Surgeon reports no pt impact nor injury.